Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient underwent a shoulder revision procedure and four months post-implantation has had blood and fluid drained at the incision site three separate times. Additional information received states that patient underwent a further procedure approximately seven months post-implantation due to hemarthrosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-04658 / 02500 / 04308).

Event description:
Patient underwent a shoulder revision and four months post-implantation has had blood and fluid drained at the incision site three separate times.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. No device or photos were received for evaluation; therefore the condition of the device is unknown. Device history records (DHR) were reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required as no trends were identified. A definite root cause cannot be determined with the information provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04340, 04343, 04345, and 04348.

Manufacturer narrative:
Medical devices: ringloc+ replacement ring sz21 p/n 106021 l/n 217060; comp rvs tray +5mm co 44mm p/n 115375 l/n 960730; acrom xl 44-41 std +3 hmrl brg p/n xl-115367 l/n 625780; comp taper ext pliers tips p/n 110028522 l/n 494350; pc hybrid glen postpoly p/n 113951 l/n unk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.